Manufacturer narrative:
Suspect device: comfort curve test strips.

Event description:
Customer reportedly tested 75-85mg/dl on the advantage test system while unconscious. Customer was given an IV of glucose by paramedics to elevate the blood glucose. At another time, customer reportedly obtained results of 57 mg/dl and hi on the advantage test system within 10 minutes. Customer drank juice after the hi result. No adverse event reported due to this comparison. No quality controls were used. Requested return of suspect test system and replacement was sent. Information suggests both incidents occurred in the home. Advantage test system: test strip lot 549202, exp 9/30/07, cat/2030365.